Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "textured to smooth implant exchange" hcp later reported rupture & capsular contracture baker grade ii. This is for the left side device. The device has been explanted.

Event description:
Healthcare professional reported "textured to smooth implant exchange" hcp later reported rupture & capsular contracture baker grade ii. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.